Manufacturer narrative:
Analysis found no unexpected insulin pump overheating during the testing. There was no unresponsive buttons. All of the buttons functioned properly; however, the unit had moisture on the keypad. The unit had cracked battery tube threads, a broken reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a cracked lcd window, and a stained end cap sticker.

Event description:
The customer called in to report an unresponsive keypad. The customer reported working in a hot environment. The customer's blood glucose level was 126 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.